Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
The event was confirmed. Visual inspection: the opened outer and inner blisters with their lids, the packaging foam, and the head were returned. Conclusion: visual inspection of the returned indicated an area of material transfer was observed on the inner (B)(6) lid. A corresponding area of material loss was observed on the surface of the foam. The foam was likely stuck to the inner (B)(6) lid, causing the observed damage to the foam when the lid was peeled back. The root cause was determined to be a known packaging issue. Packaging innovations is aware of this, and has issued a memo. Packaging innovations released a memo regarding lidstock/foam sticking complaints dated (B)(6) 2009 stating: stryker orthopaedics currently utilizes a void-filling approach to sterile product packaging. Product is placed in the package and supported with foams of various sizes, and these configurations are then validated. The foam serves to protect both the product and the package, preventing the product from moving within the package and damaging the sterile barrier. As the purpose of the foam is to tightly constrain the product, these package configurations are designed to reduce open space. As a result of this critical design function, sporadic issues of foam sticking to the package tyvek lidstock have been reported. Due to the infrequent nature of these complaints and the greater risk that would be presented by an undersized foam, these complaints will not be addressed through a design change.

Event description:
It was reported that lfit 36mm +5 head was opened, outer top layer of packaging was stuck to inner packaging. When scrub nurse opened inner packaging, the inner top layer of packaging was stuck to the foam in the same spot. Nurses were concerned about sterilization/contamination between layers, and replacement was opened.

Event description:
It was reported that lfit 36mm +5 head was opened, outer top layer of packaging was stuck to inner packaging. When scrub nurse opened inner packaging, the inner top layer of packaging was stuck to the foam in the same spot. Nurses were concerned about sterilization/contamination between layers, and replacement was opened.